Event description:
Additional infoformation from the hcp reports the patient experienced 3 episodes of syncope, bradycardia and hypotension. The hco concluded the episodes were related to oral medications and not to the pump or the intracathecal medications.

Event description:
The hcp reported the pt has been experiencing intermittent overdose symptoms. The pt has been on a stable intrathecal medication dose and has other oral medications. During a recent refill, the expected and actual reservoir volumes were within normal limits. The pt has been treated with narcan and responded when the overdose symptoms occur. A follow up report will be sent when addtional info is received.